Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches however, the pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation (unsafe shutdown), power error 75 during the self test, and power error 25 during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file shows on 7/27/2024 there were four (4) pump 49 alarms (2x 20:00, 20:31, and 20:32), two (2) pump error 68 alarms (20:00 and 20:31), two (2) pump error 23 alarms (20:00 and 20:32), and three (3) pump error 75 alarms (0:22, 20:28, and 20:51). Pump errors 23, 49, and 68 alarms indicate that the pump experienced an unexpected unsafe shutdown. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) with corrosion on the j6 connector on pcb 1. The corrosion has caused the j6 (lithium backup battery) connector to brake off from the pcba 1. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Pump error 68, pump error 49, pump error 23, pump error 75 (during self test), and pump error 25 (during testing) alarms are all confirmed due to moisture damage and the j6 connector (internal battery) seperated from pcba 1.pump error 43 alarms is not confirmed. (Scratch pad) the pump passed the displacement test, sleep current measurement, and active current measurement however, the pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation (unsafe shutdown), power error 75 during the self test, and power error 25 during testing. The pump the trace and history files were successfully downloaded using thump. A review of the pump history files reveals on 3/16/2024 the pump alarmed pump error 75 alarm and experienced an unexpected unsafe shutdown (pump error 68 alarm, pump error 49, pump error 23 alarm, set time, and then active insulin cleared alert sequence). The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. Found the lithium backup battery was not properly connected to pcb 1. Connected the internal battery connector on j6/pcb 1, installed a battery, and the pump powered up properly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Unexpected unsafe shutdown (pump error 23, 49, 68 alarms), pump error 25 alarm, and pump error 75 alarm during the self test are confirmed due to the j6 (lithium backup battery) connector not plugged in properly on pcba 1.unexpected battery power loss is confirmed due to the unsafe shutdown. Battery last less than expected is unknown due to the unsafe shutdown anomaly. (Scratch pad) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 49(history pointers failed. The history pointers are corrupted), pump error 68(trace pointers are invalid), pump error 23(post-reset ram crc alarm), pump error 43(an error in the motor was detected by reading unexpected value from hall sensor), device test failed. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer will discontinue the use of the device. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.